Event description:
A patient elected to have cosmetic surgery. During the procedure, the surgeon was using the matrixmandible trocar drill guide and severed the facial artery. The surgeon made a 2-3 inch incision in the patient's right cheek to clamp the artery. The surgeon then proceeded to place medpor implants bilaterally and completed the procedure. Surgeon noted equipment was fine, trocar was in perfect operating condition.

Manufacturer narrative:
Device is an implant and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.